Event description:
Boston scientific received information that this patient alleged that their device had failed, and was continually delivering shocks after a recent surgery. The patient also stated a recent surgery was performed to address the issue. No other information was given, and attempts to obtain additional information from the field were unsuccessful. No additional adverse patient effects other than the possible additional intervention were reported.

Event description:
Additional information obtained from the field which indicated that this patient wa sin an airport security and reported receiving shock. Boston scientific technical services (ts) discussed possible connection issue. Moreover, this patient has nerve conduction issue as well. No resolution reached as of the moment as there was no additional information received.

Manufacturer narrative:
With current information, the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.